Event description:
Patient in the ep lab had a medtronic epicardial left ventricular (lv) lead that was fractured. When the device was removed from pocket, the proximal pin of the epicardial lv lead was attached to device. The pin from the lead was still connected in the header of the device. Lead was left in body and abandoned. Another lead was then implanted through the coronary sinus. The patient remained stable throughout case. There were no complications with the patient.